Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations at a dose of 0.050 mg/bolus and 3.021 mg/day via an implantable pump for non-malignant pain. The old medications the patient was receiving were dilaudid and marcaine at unknown concentrations and dosages. It was reported that at the end of 2015 or beginning of 2016, the patient ran out of medication and there were no alarms or anything. The patient experienced terrible withdrawals. There were no further complications anticipated/reported.